Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by abdominal pain and cloudy effluent and decreased body condition. The cause and treatment were not reported. The patient was hospitalized via emergency room (ER) due to abdominal pain and cloudy effluent. At the time of this report, the patient was not recovered from the events pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.